Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 52mm diameter abdominal aortic aneurysm. The proximal neck length was 16mm with 20.3mm diameter of aorta at lowest renal artery. It was reported that, during the index procedure, a 36-16-166 endurant device was selected due to the patient having a short neck at the proximal site and also due to poor vessel anatomy. However, it was reported that as the device was being inserted through the right access vessel which had a diameter of >6mm, some difficulty was encountered. Due to the patient¿s neck anatomy, the device was deployed proximally using the reverse slider technique. The main bifurcation was reportedly implanted successfully. The main ipsilateral device (diameter 16 mm) landed in the common iliac artery (cia) on the right distal side, and an excluder limb device was implanted on the contralateral side. Removal difficulties were encountered as there was a feeling that the delivery system had caught on something. The physician stated that he removed the delivery system ¿quickly and vigorously¿. However, the stent graft cover was twisted after removal. A final angiogram revealed there was a type IV endoleak , and a focal dissection on the distal side was observed, approximately 40mm from the right external iliac artery ostium. It was noted as per the physician that the delivery system should have been removed more carefully. Another manufacture bare stent was implanted to resolve the dissection. No additional clinical sequalae were reported and the patient is fine.